Event description:
It was reported that the saved images in the system could not be retrieved. The fe stated that there was a loss of data. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The real time operating system (rtos) was installed during the service call. The system was tested and found to be working as intended and put back into service.